Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot, the receiver vibrates continuously. The receiver log download and functional testing were unable to be performed due to the receiver not turning on and vibrating continuously. The receiver case was opened and the internal inspection passed. Confirmation of the reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.